Manufacturer narrative:
The system was "explanted" reason unknown. Analysis of the returned ipg found it had a low battery due to eol status that it declared on (B)(6) 2024 and it communicated with all lab utilities. Images and a brief description of the returned ipg were documented.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had their ipg explanted on (B)(6) 2025 for an unknown reason.